Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and inner insulation was breached - metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and had cosmetic environmental stress cracking and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance and sensing have both decreased. The lead is still in use. It was further reported that the ra lead impedance had decreased to less than 200 ohms and the thresholds were unacceptable. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead impedance and sensing have both decreased. The lead is still in use. No patient complications have been reported as a result of this event.